Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited loss of capture. The patient was then seen in clinic, and phrenic nerve stimulation was discovered as well. Programming changes were made. Patient condition was stable.